Manufacturer narrative:
Olympus followed up with the customer to obtain additional details of the event and the status of the concerned device, but no information was obtained. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer visera elite video system center produces a defective image, ¿image disappears on both serial digital interface outputs intermittently¿. The problem occurs during the first half hour of the operation. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event, an intermittent image de to a damaged video connector socket. Additionally, the output socket and lock lever were found to be damaged; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed an intermittent image most likely due to a damaged video connector socket. The specific root cause of the damaged video connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.